Manufacturer narrative:
This report is based on information provided by philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the philips frx defibrillator indicating that the device had been applied to a patient but had not advised a shock. The frx was then disconnected, and a different device was connected to the pads; the second device deemed the patient's rhythm to be shockable. The customer requested a review of the frx data in order to confirm whether the device made the correct decision. The patient did not survive. Available details indicate that the device was alleged to have not delivered a shock during use. The evaluation based on the available details determined that a clinical investigation was required. The assigned product support engineer received the device¿s patient event file, which was sent to the ecr senior medical solutions specialist for review. The clinical investigation determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following analysis. The assigned product support engineer reviewed the device history and confirmed that there was no evidence of a device failure. The investigation concluded that the device performed according to its design and specifications without malfunction during the use event. Based on the information available, no further action is necessary at this time. The customer was informed that the device correctly advised no shock. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to phiips aaron called to report that device was used on a patient but no shock was advised. Customer reported that frx was first connected to the patient and was not advising shock. Out of concern for the patient, the pads were disconnected from the frx and connected to the ems unit (while pads still connected to patient), and ems unit displayed a rhythm that was interpreted to be a shockable rhythm. Customer asks for frx data to be reviewed to see whether or not the data recorded by that device should have been shockable.